Event description:
The device was returned to the service center with no information from the customer contact. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device was received with a bent ac power cord prong. No additional information.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.